Manufacturer narrative:
Vyaire file identification: (B)(4). A third party service technician found out vent setting was on, then switched it to normal.

Event description:
The customer reported that ltv 1200 component of vent not triggering alarm. At this time, there is no information regarding patient involvement associated with the reported event.